Event description:
(B)(6), 2008, a pt was implanted with a 13mm aos modular nail. During a post-operative x-ray in (B)(6) 2009, it was a noted that a cortical screw had broken, possibly due to a non-union. On (B)(6), 2009, the pt went in for an extraction surgery. The sales rep brought an incorrect extraction set and during the extraction, due to the wrong instrumentation, the nail was broken. The surgeon was able to remove all screws and the entire nail. The surgeon used a competitive nail to replace the broken screw and nail. The broken implants were disposed of at the hosp and were not able to be sent back to aos for analysis.